Event description:
Customer reported that a patient sample with anti-e did not react with the homozygous e+ cell, however, the sample reacted weakly positive with the heterozygous cell. Customer stated qc was satisfactory. Customer also confirmed the reactivity of both the homozygous and heterozygous panel cells with an anti-e reagent.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint review against this lot. Results were satisfactory. Customer sent ocd the patient sample for further testing. Reactivity was observed with both cells (0.5 - 1+) when the incubation time was extended (40 mins). No reactivity was observed with the homozygous cell with a 15 min incubation. Weak reactivity (1+) was observed with the heterozygous cell. (B)(4).